Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via the internal jugular vein in placement site two transverse fingers below clavicle using the powerport. On november 25,2025, post the procedure, the patient had swelling and bulging at the neck infusion site, and it was noticed that the catheter had fractured. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for the review. The photo shows a small completely broken piece of the catheter with two red square outlines. The top red square outline showing the completely broken end of catheter. The catheter portion in bottom red square outline is unclear due to poor quality of photo. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the powerport. On (B)(6) 2025, post the procedure, the patient had swelling and bulging at the neck infusion site, and it was noticed that the catheter had fractured. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device will be returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.